Manufacturer narrative:
Sw version 2.9d. Retainer ring - missing. Customer returned pump for an alleged failed battery test found on (B)(6) 2021. Unable to perform displacement test due to a missing retainer ring. Self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and a corroded battery tube and motor were found. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), broken battery tube threads, missing serial number label, detached retainer, missing o-ring (reservoir tube), cracked keypad overlay, keypad overlay texture damage, corroded battery tube, dried insulin on motor slide, and moisture damage. In summary, customers alleged failed battery test was not confirmed during testing. No alarms or battery anomalies were found in the pump history file on/around the event date. However, moisture damage and a corroded battery tube and motor were found. Additionally, a missing retainer ring was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test. No harm requiring medical intervention was reported. The customer discontinued to use the device and returned it for analysis.